Event description:
It was reported that, "the arthroplasty was revised due to instability. The tibial insert and femoral component were revised. The components were implanted in situ for 2.0 y. Ucla scores for this pt were not available." Info provided indicated that reported devices were implanted in 2004 and explanted in 2006.

Manufacturer narrative:
An eval of the device cannot be performed. Neither the device nor additional info is available from the research facility. If additional info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-00878.